Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device is not heating. It was reported as detected prior to use during functional testing. No report of patient involvement, or delay in treatment.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges the device is not heating. It was reported as detected prior to use during functional testing. No report of patient involvement, or delay in treatment.